Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss due to infection. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report, july 28, 2015.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.